Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, customer experienced a blood glucose (bg) level of 400 (mg/dl), which was addressed with a manual injection. Subsequently, the customer experienced a low bg level of 20 (mg/dl) and administered a glucagon injection to stabilize bg level. During the call with tandem technical support, contact stated that the customer's bg level had stabilized.